Event description:
It was reported that the patient had a driveline site infection and was given suppressive antibiotics. The event date was estimated to be over a year before patient was transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was transplanted (MFR# 2916596-2022-14403) . A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, redness at the driveline site was noted at an outpatient clinic. The patient was admitted from (B)(6) 2021. Symptoms improved with oral keflex (cefalexin).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.